Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Dr (B)(6) was revising for a problem of instability. When he opened the shoulder, he noticed a metallosis of the soft tissues around the metaphysis.